Event description:
The customer reported the system failed to produce x-rays during a procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards, cables, and connectors. The system operates as intended.